Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: device was received. A visual inspection was performed and the reported shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. The investigation determined that the reported/noted hypotube separation appears to be related to circumstances of the procedure as it is likely that manipulation and/or inadvertent mishandling of the device during preparation resulted in the reported separation. The hypotube fractured faces at the separation were ovalled as if kinked prior to separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 3.5 x 8 mm nc trek balloon dilatation catheter was loaded onto an unspecified guide wire and placed on the catheter table when it was observed that the hypotube [proximal shaft] became separated from the shaft. The procedure was successfully completed with another 3.5 x 8 mm unspecified balloon catheter. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.